Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was attempting to send a transmission with the clinician on the line, but the transmission was not successful. It was confirmed the battery of the battery of the implanted device have been depleted for three years. The icm had been implanted greater than expected longevity at that time. The callers were informed of the situation but the patient stated that it "had never worked" then disconnected the call. The icm remains in the patient. No patient complications have been reported as a result of this event.